Manufacturer narrative:
Findings: pump was received no button response due to unlocked j2 keypad connector on lcd board. Pump received with cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer noticed that the keypad was acting erratically and act key will not respond for a few minutes. The customer does not recall any significant event leading to the alarm, possible sweat exposure. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.